Manufacturer narrative:
Literature summary: 3/23 patients suffered transient hemiparesis (13%); and 1/23 patient who underwent sla of a 28.9-cm3 lesion suffered a neurological deficit requiring an emergency hemicraniectomy (4%). The 1/23: patient tolerated sla-related edema without post procedure corticosteroids; 1/23 patients developed hydrocephalus requiring temporary ventricular drainage (4%).

Event description:
It was reported that following an ablation procedure the multiple patients experienced hemiparesis, neurological deficits and edema. There was no additional information received in relation to this event. If additional information is received, a follow up report will be submitted.